Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified low readings on the adc device. As a result, the customer reported experiencing feeling light headed, headache, "exhausted anxiety", and a loss of consciousness. The customer reported being transported to the hospital by ambulance. Upon arrival, a healthcare provider took unspecified readings on their meter and customer was given glucose for treatment. There was no report of death, serious injury, or mistreatment associated with this event.